Event description:
Complainant alleged that a pt was treated for cardiac arrest and was treated with one discharge of energy (joules unknown). While attempting the second discharge, the device made a loud pop sound, displayed a "defib fault 87" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.